Manufacturer narrative:
Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was working intermittently, thus the patient would feel pain relief and underdose symptoms, such as withdrawal, intermittently. A dye study was performed and the catheter looked to be in good condition with good cerebrospinal fluid flow. Additionally, there were no motor stalls seen in the pump logs, but the physician decided to replaced the pump. The drugs used in this system were compounded baclofen, clonidine, bupivacaine, and dilaudid.

Event description:
Additional information received reported the patient¿s second pump ¿failed¿ after six months and had to be replaced. It was also reported the pump contained ¿dilaudid, it started with morphine and went to dilaudid.¿ a follow-up report will be sent if additional information becomes available.